Event description:
Additional information was received directly from the physician, that the likely cause of death was the coronary occlusion by the native leaflet or emboli into the coronary artery.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed in a desired position and the patients blood pressure dropped to about 60 millimeters of mercury (mmhg). After the full release, the patient's blood pressure did not return to normal. During cardiopulmonary resuscitation (CPR), an angiogram revealed that the left coronary artery did not fill. An attempt was made to pull the valve up using a tri-lob snare. The valve was unable to be pulled high enough to clear obstruction of the left coronary artery. The patient never regained blood pressure and died. Additional information was received that per the physician, there were no underlying medical conditions that caused or contributed to the patient¿s death. The cause of death was not received.

Manufacturer narrative:
Conclusion: one media file was submitted to medtronic for review of the event. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter was 73.7 millimeter (mm) with a perimeter derived diameter of 23.5mm suggesting a 29mm evolut. The sinus of valsalva (sov) diameter was less than the minimum requirement of 29mm to accommodate a 29mm evolut. Additionally, coronary heights were borderline low with 9.2mm for the left coronary height and 12.3mm for the right coronary artery. The implanting team proceeded with a 26mm evolut implantation. The valve was implanted and a final aortogram was performed. The lack of contrast injected was not sufficient to adequately visualize coronary perfusion; however, there is evidence of perfusion in the right coronary artery and no perfusion in the left coronary artery which could have contributed to the patient¿s death. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Based on the information provided, the primary event of left coronary artery (lca) obstruction was possibly related to the device. It was reported by the physician that the occlusion occurred as a result of the displacement of the native leaflets once the transcatheter aortic valve (tav) was implanted. It is also possible that the occlusion was due to the procedure or another procedural device (ie. Guidewire, hemodynamic or pacing wire, sheath, etc.). It was reported by the physician that the occlusion occurred as a result of an emboli into the lca. An attempt was made to snare the valve into a higher location but was unsuccessful. The patient could not be resuscitated and died. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the information available. The cause of death was coronary occlusion by the native leaflet or emboli into the coronary artery. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed in a desired position and the patients blood pressure dropped to about 60 millimeters of mercury (mmhg). After the full release, the patient's blood pressure did not return to normal. During cardiopulmonary resuscitation (CPR), an angiogram revealed that the left coronary artery did not fill. An attempt was made to pull the valve up using a tri-lob snare. The valve was unable to be pulled high enough to clear obstruction of the left coronary artery. The patient never regained blood pressure and died.